Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery, the universal oscillating saw attachment's pins broke within the first five minutes of first usage which did not allow the device to work properly. There was no patient harm or surgical delay involved in the procedure.